Event description:
It was reported that the customer experienced a low blood glucose level of 49 mg/dl. He also had battery life issues. The batteries are only lasting two to three days. The customer's insulin pump had a blank display and the battery cap contacts were loose. He corrected his low blood glucose level with milk. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).